Event description:
Customer questioning why AED did not advise shock. Philips awareness date for issue: (B)(6) 2012.

Manufacturer narrative:
(B)(4). Device evaluation pending. Initial report being filed based on description of issue.